Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, at 10:00 a.m., a patient underwent percutaneous selective venous catheterization with a hemostar hemodialysis catheter in the interventional room. It was reported that when heparin injection solution was administered, fluid leakage was observed from the arterial connection of the dialysis catheter. It was further reported that a small crack in the catheter was causing the leakage. The damaged catheter was removed, and a new dialysis catheter was inserted. There was no reported patient injury.